Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height reported as: (B)(6). This report is for (2) unk - 6.5mm cancellous screws/unknown lot number. Other partial UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Patient complained of pain post-operatively and an ulcer on the posterior lateral portion of the affected foot. Revision surgery was performed, and some of the synthes devices were removed. Cultures were sent to confirm infection. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient suffered a traumatic injury to the left calcaneous . Multiple fractures of this left foot were treated with open reduction internal fixation (orif) for the calcaneous and subtalar fusion. Patient was originally implanted with two (2) 6.5mm cancellous screws and two (2) mod foot screws for a subtalar fusion. These four (4) screws were implanted thru the calcaneus bone into the subtalar joint and talus bone for fracture reduction. Also, one (1) 2.7mm variable angle locking plate and eight (8) 2.7mm metaphysical screws were implanted into the left calcaneus bone. Post operatively the patient was suffering from pain and a wound/ulcer on the posterior lateral portion of the left foot. A revision surgery was performed on (B)(6) 2016. During revision surgeon removed the one (1) 2.7mm variable angle locking plate and eight (8) 2.7mm metaphysical screws from the calcaneous bone. Patient was also treated with competitors packing bone void filler with antibiotic cement. Surgeon left in the patient the two (2) 6.5mm cancellous screws and two (2) mod foot screws. The surgeon sent cultures to pathology to confirm presence of infection. Post operatively surgeon intends to return the patient for surgical intervention in six weeks. Revision surgery was completed successfully with no issues. Hospital will retain and dispose of the explanted hardware. This complaint has (4) devices. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
This is for an unknown cancellous screw, reported as other partial UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.